Event description:
It was reported that prior to using the bd sentry¿ safety lancet, one device had black spots (like mold) on the housing. No impact was reported.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.6. Investigation summary: "material #: 369528 lot/batch #: d47a240b5. Bd received 73 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed in one lancet. The foreign matter is not mold, and it was observed that the foreign material is melted into the plastic housing of the lancet. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd determined that the root cause of the indicated failure mode was attributed to the molding process as the black stains on the housing are part of the production material, likely being burnt plastic. All involved with the molding process have been informed of this complaint and reminded of the proper equipment maintenance. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."